Event description:
A tandem mobi cartridge alarm was reported by the caller. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer addressed the issue by replacing the cartridge with a new one, and no additional information about the outcome of the event was provided.